Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the scissors did not perform the ¿opening¿ movement, presenting stiffness when handled. When removing the clamp to visually verify the fact, the ¿pulley was loose¿. The procedure was completed with no reported injury.